Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was received. Analysis of the device revealed normal depletion that meets expected longevity.

Event description:
It was reported that during the device change out for normal battery depletion, a cautery knife was used and caused the chronic device to have no output temporarily as a power on reset occurred bringing the device parameters to vvi65. The device was removed and replaced. No patient complications have been reported as a result of this event.